Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set cannula was kinked on (B)(6) 2024. The blood glucose level was displayed high at the time of event and was managed by multiple daily injections (mdi). The infusion set was in use for four or more hours. The event occured 3 or more hours after insertion. The site of insertion was at abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.